Event description:
It was reported that during a coronary stent procedure, the stent was placed in the ostial lad and appeared to have migrated upon deployment. The stent did not appear to line up symmetrically on the marker sites of the balloon. Upon inflation the proximal edged seemed to be smaller. The balloon was inflated to 8 atm's and then the physician backed up the delivery device into the left main and inflated again fully opposing the stent. A 9 x 2.5 quantum ranger catheter was used for post dilation. A second stent was placed to cover the target lesion due to the migration. Pt status is listed as "okay".